Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that at the time of insertion, the spring wire guide (swg) became "jammed." When the doctor tried to remove the swg, it was untorched (damaged). As a result, another catheter was successfully placed using another lot number. X-ray was performed and no harm was detected to the pt. There were no reported pt complications. Additional information received from arrow mexico, regulatory affairs specialist on (B)(6) 2010 stated they do not have any idea what happened. They tried to use the catheter as usual and when he tried to make insertion, suddenly the swg was jammed. He could not better describe the swg, so he took pictures. The images are not clear enough that you can see the defect created with the swg, but it does appear unraveled.